Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 found in the formatted history file. The force sensor off set measured within specification range. However, the motor support cap showed damage from an unknown excessive force. Unable to perform the self-test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current or active current measurements or verify the motor displacement test failure due to critical pump error. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a cracked select button keypad overlay, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump failed the displacement test. Customer's blood glucose was 140 mg/dl at the time of incident. No further details given.